Event description:
The customer's mother reported that the customer had high blood glucose levels. The patient stated that at the time of the event, the blood glucose reading was 100 points higher than normal. Prior to the event, the customer experienced thirst. The patient treated for the high blood glucose with pens and needles. In troubleshooting, the insulin pump passed a drive support cap test and a manual prime test but the device alarmed motor error during a high placement test. The current blood glucose level is 229 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the motor error alarm. The motor was tested outside of the device and passed the motor test. All operating currents were within specification and no unexpected low battery or off no power alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.